Event description:
Customer's grandmother reported that the insulin pump alarmed for a loose drive support disk. The blood glucose reading was 400 mg/dl. Customer was treated with manual injection. She stated that the drive support cap was protruded and was advised to go to the emergency room as they had no backup plan. Customer was taken to the emergency room. She stated that the cap had not been pressed on while the customer was connected to the insulin pump. The customer was not in an accident. He was treated with an IV drip at the emergency room. Nothing further was reported.

Manufacturer narrative:
(B)(4). The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The occlusion, prime and excessive no delivery tests could not be performed due to the alarm for the loose drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window, a scratched case, a broken belt clip slot, a stained end cap sticker and a scratched keypad overlay.